Manufacturer narrative:
Concomitant products: product ID pnma01411a004, serial # unknown, product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The healthcare professional and consumer reported that there was a broken recharger belt and a new belt was requested. It was noted the patient had pain. The patient mentioned ¿hurting real bad¿ and taking pain pills. Additional information received from the consumer reported she took pain pills and went to the doctor to resolve the pain. It was noted falling caused the pain. The patient¿s indications for use included non-malignant pain and failed back surgery syndrome.